Event description:
Procedure type: unk. According to the reporter: during the case, the insertion of the cannula into the expandable sleeve could not be done smoothly. It was noticed that the tip of the cannula was broken. There was no report of pieces falling into the cavity or impacting the pt. No add'l bleeding and no tissue damage were reported. The operating time and incision were not extended as a result. No pt info available. No pt injury was reported.

Manufacturer narrative:
(B)(4).